Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle, probe cover, the distal sheath and the adhesive of the distal sheath of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(establishment city detail should be blank). Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material may have been unremoved because the device was not reprocessed properly due to leak occurred from the switch box. However, a definite root cause that led to the malfunctions could not be identified. The instruction manual states the detection method associated with the events in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.